Manufacturer narrative:
(B)(4). As per biomed, a back-up unit was brought in. The biomed repaired the unit.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler flow alarm was indicated on panel. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The user facility biomedical engineer (biomed) repaired the unit. He took off the pressure switch and cleaned all the corrosion off, which allowed the unit tp function. Per the biomed, this device has been removed from service as they have purchased replacement units. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.